Event description:
The procedure was coil embolization for aneurysm (ba-top). The aneurysm size was 10mm, and the neck size was 6.5mm. The microcatheter (prowler select plus str) and the enterprise vrd (enc452212, lot# 13471874) were delivered from left vertebral artery. The microcatheter for coiling (sl10 str, boston scientific) was delivered from right vertebral artery. The procedure was performed with jail technique. The enterprise was placed in right pca-ba without any difficulties. While the orbit coil was delivered after 3 coils (compass, terumo) were placed, the microcatheter was once slipped from the aneurysm and lost the target. Therefore, the microcatheter was delivered again to the aneurysm through the enterprise cells. When the 13th coil (orbit, product code and lot number unknown, complaint product) was detached, there was a lot of difficulty inserting the last 1cm into the aneurysm. One loop of the coil was protruding to left pca from the aneurysm. Three more coils (hypersoft, terumo) were placed additionally, and coil embolization was completed. After that, occlusion of left pca was observed by angiography.

Manufacturer narrative:
An 100,000 units of urokinase was injected, and blood flow was restored. The procedure was completed without any neurological symptoms. The patient is in stable condition. The microcatheter that slipped from the target site was the sl10. The vessel diameter proximally was 3.7mm and distally was 2.8mm were the stent was placed. Other than the urokinase, no other medications were given during the procedure. The cause of the occlusion was unknown. This is one of two products used during the same procedure on the same patient, which is associated with mfg report #1058196-2010-00220. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During an enterprise vrd assisted coil embolization of a basilar tip aneurysm a loop of the 13th coil, a 3x4 orbit coil, protruded into the parent vessel. After completion of the coil embolization with three more coils, occlusion of the left posterior cerebral artery (pca) was observed angiographically. Some 100,000 units of urokinase was injected with restoration of blood flow. There is no further information regarding the specifics of the occlusion. The procedure was completed without any neurological symptoms and the patient is in stable condition. It is not known if the patient was on antiplatelet or anticoagulation therapy prior to the procedure. There is no information available regarding procedural heparin or acts. The aneurysm size was 10mm with a 6.5mm neck. A non-cordis (sl10 str/boston scientific) microcatheter was delivered from the right vertebral artery using a jailed technique with the enterprise delivered via a prowler select plus straight microcatheter via the left vertebral artery (va) without any difficulties. The enterprise was placed in right pca-ba with a proximal vessel diameter of 3.7mm and distal diameter of 2.8mm. After three noncordis coils were placed, during delivery of an orbit coil, the sl10 microcatheter slipped out of position from the aneurysm and lost target site. Therefore, the microcatheter was then delivered into the aneurysm through the enterprise cells. There was a lot of difficulty inserting the last 1cm of the 3x4 orbit into the aneurysm. The coil was looping out of the aneurysm prior to detachment and then was detached in that position. The orbit coil remains implanted and therefore is not available for analysis. A review of the manufacturing documentation associated with orbit lot 13471209 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. As outlined in the instructions for use, coil migration/prolapse into the parent/adjacent artery and associated thrombosis/occlusion are known potential adverse events related to this type of procedure no definitive conclusion can be made regarding the reported orbit coil protrusion during enterprise vrd assisted coil embolization requiring administration of antithrombotic agent for restoration of blood flow. However, procedural factors including vessel and aneurysm characteristics/location, coil size selection, and pharmacological factors may have contributed to the event. With review of the available information and the device history record reviews, there is no indication of a relationship to any device manufacturing issues. Therefore, no corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with mfg report #1058196-2010-00220 and 1058196-2010-00221.